Manufacturer narrative:
Medical device - lot: ak080049. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, the patient experienced pain, dyspareunia, urinary retention, dysuria, bladder infections, chronic urinary tract infections, attenuated perineum, scarring, and foreign material with surrounding giant cells and mild chronic inflammation. The patient received a total vaginal hysterectomy, anterior colporrhaphy, and cystocele repair performed at time of sling placement. Removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal dissection and mesh removal from the deep adductor and obturator muscles, anterior colporrhaphy was performed.